Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess.) It was reported that the surgeon was concerned about inaccuracy while navigating a straight suction during a balloon sinus dilation procedure. He stated that while navigating around the inferior orbital wall (right orbit), he believed the suction was showing about 1 mm inaccurate (superior and lateral) and into the eye itself. He was confident there was no actual entry into the orbit. The manufacturer representative (rep) checked the system and found the system to be working properly and navigating accurately. The straight suction in question was tested, and it was found to verify easily and navigate accurately within normal tolerance. The distance-to-divot value during verification was 0.5 mm. The rep explained the overall system accuracy to the site, and that 1 mm inaccuracy is considered to be within tolerance. Putting pressure on the hind end of hind-tracked instruments can cause inaccuracy of this kind. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
Concomitant medical products: the main component of the system. Other relevant device(s) are: product ID: 9735638, software version: 1.0.1. Product ID: 9733449, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that no failures were found. The navigation system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.